Event description:
It was reported that the 9900 system had an artifact in image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The settings were adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.